Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated (and self-administered) with unspecified antibiotics for one week (drug names, doses, routes, and frequencies not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Seven days after the event onset, the patient had recovered. Though no breach in aseptic technique was reported, the patient was retrained on proper aseptic technique. No additional information is available.